Event description:
Note: event date is unk. It was reported to boston scientific corp that a wallflex duodenal stent was used during a stenting procedure. According to the complainant, the radial force was not strong enough to open the stricture. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful and details remain limited. Although not specifically stated by the complainant, boston scientific will assume that medical intervention was performed as a result of the stent's radial force not being strong enough to open the stricture. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(Failed, fully expand). The complainant was unable to provide the suspect device lot number; therefore, the device exp and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.